Manufacturer narrative:
Phone number provided: (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that the printer started on fire. There was no patient involved.

Manufacturer narrative:
An additional report will be submitted upon receipt of the returned device.

Event description:
The customer indicated that there was smoke, but no open flame from the printer. There was no patient involved.